Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. No product was received to assist in this investigation. An internal clinical review indicated the event was due to anatomical changes in the pt over time. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.

Event description:
A male with a 10cm aneurysm and a very large left common iliac underwent initial aaa repair in 2006. Instead of coil embolizing the hypogastric, the physician placed one main body, four iliac leg grafts, one main body extension, and two leg extension grafts - opting to flare the iliac leg graft with a cuff. Over time, due to shrinkage of the aneurysm and anatomical changes, one of the iliac limbs disconnected on the left - presenting a type ii endoleak, so on in 2008, the physician placed a converter graft above the flow divider into the right limb. He then followed by ligating the left common iliac to avoid retrograde flow up into the aneurysm and a femoral-femoral bypass to restore flow to the left iliac leg. The procedure was a success.